Manufacturer narrative:
The reported event was confirmed by the manufacturer through functional evaluation; however, no device component failures were found. Upon disassembly, the device was affected by a build up of internal debris.

Event description:
It was reported by the healthcare facility the device was leaking oil. The customer was unaware of any procedure, patient involvement, surgical delay, medical intervention or adverse consequences associated with this event.

Event description:
It was reported by the healthcare facility the device was leaking oil. The customer was unaware of any procedure, patient involvement, surgical delay, medical intervention or adverse consequences associated with this event.